Event description:
It has been reported that the crew experienced a tip over incident with a patient. It has been reported that the emt is alleging shoulder injuries. Upon inspection by stryker field service, the cot was found to be fully functional.